Event description:
It was reported that during a cardiac procedure, the device failed to release staples. A second device was used to complete the case with no patient consequence. The surgeon stated that the issue with the device could have compromised the pulmonary artery. No further details available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.